Event description:
Customer reported an iris pot error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the iris potentiometer. System operates as intended.